Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to cycled power and clear the alarms. The tsr explained the alarms and possible causes and there was no obvious cause of the alarm. The caller would discard supplies and call the nurse regarding the air detect alarm and being connected and any missed therapy. The caller would call back with any problems or questions. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient and the patient stated the following: the cause was unknown and therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.